Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4) investigation summary: the device was received at the service center and evaluated. The defects reported by the customer were verified and repaired. The reported complaint of defective motor was confirmed. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are : unit modified according to guideline of manufacturer. Unit safety test performed according to manufacturer's final test procedure with reference accessories. Functional test performed. Electrical safety test completed. Hipot test completed. Functional test acc. To test procedure completed. Defective o-rings replaced. Motor does not turn: motor replaced. Short circuit in the motor cable - motor cable replaced. "Tornado": preventive replacement of o-rings performed. Per the input check report, the root cause for the defective device was defective motor and short circuit in cable. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. The device was fully repaired. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during post-operatively to an unspecified surgical procedure, it was observed that the tornado shaver handpiece device did not turn; and that the motor was jammed. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.